Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the adiana system. Reference internal complaint (B)(4).

Event description:
One day following an uncomplicated adiana procedure for permanent contraception and a thermachoice endometrial ablation (done on (B)(6) 2011) the patient reported a fever of 101 degrees fahrenheit and an elevated white blood cell count (level unknown). Intravenous levoquin (levofloxacin) and another antibiotic (second medication unknown) were administered and the patient returned home. On (B)(6) 2011, it was reported the patient is currently doing fine.